Event description:
A (B)(6) male pt contacted zoll customer support to report that one of his batteries was not working. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon evaluation, the battery pack was found to have bent pins in the connector. The bent pins prevented the battery from successfully communicating with the charger/monitor. The root cause of the bent pins cannot be positively identified but may have resulted from bumping or dropping the pack on a hard surface. No adverse event resulted from the defective battery. The pt received a replacement battery pack.